Manufacturer narrative:
According the pump logs at the time of analysis, the pump was infusing baclofen (2000 mcg/ml) at 681.2 mcg/day since the last change on (B)(6) 2015.

Manufacturer narrative:
Analysis of the pump found battery high resistance. Pump memory logs gathered and the pump shows a voltage excursion and subsequent eri. Per the information in the pump log and in this file, the eri occurred after the pump was explanted. Battery resistance was tested and failed the test. Hybrid was also tested and found to be functional with a known good battery source. Per the initial print out, the pump contained baclofen. Concomitant products: product ID: 8590-1, product type: accessory. (B)(4).

Event description:
Information was received that the pump was prophylactically replaced and the device was returned to the manufacturer.